Event description:
It was reported that the patient was admitted to hospital due to heart failure. Low r-waves of 1.16 mv were noted. Sensing has been less than optimal at 3.0 mv since implant. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.